Event description:
It was reported that during a stenting treatment procedure, malapposition and stent damage occurred following deployment. The eccentric target lesion being treated was located at the ostium of the left main coronary artery (lmca) and proximal left anterior descending (lad) artery. An unspecified guide wire was advanced and several unspecified balloon catheters advanced for multiple rounds of predilation. A 4.00x28mm promus element stent delivery system was then advanced and deployed at the ostium of the lad and into the lmca. It was then decided to further expand the proximal portion of the promus element stent that was in the lmca. A 4.50mm apex balloon catheter and a 5.00mm quantum apex balloon catheter were used for post-dilation. Intravascular ultrasound was then performed showing that the proximal segment was still underdeployed. An unspecified 6.00 balloon catheter was then advanced and when it reached the proximal end of the promus element stent, the contact caused the stent struts to shorten slightly. The 6.00mm balloon catheter was removed and unspecified smaller balloons were advanced and multiple dilations performed. The 6.00mm balloon catheter was again advanced and used successfully for post-dilation. Ivus was performed showing that the stent was well apposed to the vessel wall. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).